Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing and the control wire separated from the clip assembly. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The oversheath was not returned with the device. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a colonoscopy. According to the complainant, the clip would not release from the delivery system. The physician pulled the clip from the site which led to tissue damage and additional bleeding. The procedure was completed using three resolution hemostasis clipping devices. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy. According to the complainant, the clip would not release from the delivery system. The physician pulled the clip from the site which led to tissue damage and additional bleeding. The procedure was completed using three resolution hemostasis clipping devices. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.